Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer 6 was repeatedly failing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 6 was failed. A field service engineer addressed reported issue with auxiliary full height drawer 6. No failure found on arrival. Replaced bus board printed circuit board (pcb) and reseated all cables. Cleaned cubie trays and released all cubies. Hardware test application test confirmed drawer functionality. Customer verified resolution through inventory actions and successful medication handling. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer 6 was repeatedly failing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.